Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 24.2-24.5cm from the connector pin consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at the same location. This is consistent with the observation from the field of noise when the lead was in contact with the device can. No evidence of a fracture to the lead was found.

Event description:
It was reported that noise was observed on the leads. Lead fracture was noted. Lead was explanted and replaced.